Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The obstruction was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue and subsequent treatment appears to be related to circumstances of the procedure. The returned device marker lumen was patent. Therefore, in this case, it is likely the device was placed sub-optimal due to tissue or vessel interaction. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the previously filed report, the following information was received: an attempt was done to deploy the device after not seeing blood from the marker lumen. However, deployment was not completed. No other device malfunction was reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery with a proglide device using the pre-close technique via a 6f and 8f sheath hole prior to an interventional endovascular aneurysm repair (evar) procedure. Reportedly, the marker lumen was successfully flushed with saline prior to use. However, during use, there was no blood flow from the marker lumen. The pre-close technique was abandoned. The sheath was upsized to a 14f sheath, and the evar procedure was completed. Hemostasis was achieved through manual suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.